Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager reported that a blood leak occurred with the combi set bloodlines two hours into the patient¿s hemodialysis (hd) treatment. It was reported that blood was dripping near the blood pump from the combi set tubing. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine, a fresenius 2008t machine alarmed with an air alarm. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a blood leak occurred with the combi set bloodlines two hours into the patient¿s hemodialysis (hd) treatment. It was reported that blood was dripping near the blood pump from the combi set tubing. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine, a fresenius 2008t machine alarmed with an air alarm. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available for return for physical evaluation by the manufacturer.